Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the programmer was picked up from the clinic, the unit smelled and the paper in the printer was scorched and there was smoke.

Manufacturer narrative:
Analysis field complaint of hot electric type smell and smoke was confirmed. The printer head element shorted out causing overheating, which melted the paper feed roller causing the electrical type smell and smoke. The printer assy was replaced. The unit was plugged in to a working electric outlet and power on function was performed. The unit powered up correctly and no powers up issues were found.

Manufacturer narrative:
Correction - (B)(4).